Manufacturer narrative:
.

Event description:
It was reported that the patient had passed away. The cause of death is unknown. The relation of the patient's death to vns is unknown. A death certificate or autopsy report for the patient could not be obtained. The funeral home for the patient is unknown. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep. No additional pertinent information has been received to date.